Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server x2 sn (B)(6) indicating a speaker operation fault alarm was sounding. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips field service engineer (fse) went on-site to evaluate the device in question. The fse confirmed the speaker was completely out of sound and there was a speaker inoperative message present. The fse exchanged the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed the speaker assembly after the speaker replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2. It is unknown whether sound was still coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.